Event description:
It was reported that the user experienced hyperglycemia with a glucometer reading of 327 mg/dl after dosing stopped when the user forgot to enter a blood glucose value into the pump; the user was temporarily off cgm sensors and later reconnected, and dosing resumed, indicating an improper or incorrect use procedure without a device component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with failure to follow instructions and no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions resulting in an unintended use error.